Event description:
Customer reported a problem while priming his infusion sets. He tried three different reservoirs but he could not prime his infusion sets. Customer's blood glucose was 95 mg/dl. He was advised to call if further assistance is needed. Nothing further reported.

Manufacturer narrative:
Reliability analysis, cannot test opened reservoirs, because it may affect the results of the friction force test.